Event description:
The customer reported that the system displayed a precharge voltage error message. This error message will likely prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The battery pack was replaced. The system was then found to be operating as intended.